Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The chassis frame work and canister upper seal were recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during pre-use checkout. There was no report of patient involvement.